Event description:
It was reported that the implants at tooth sites # 14-12-24 lost integration and were removed. Loss of integration.

Event description:
It was reported that the implants at tooth sites # 14-12-24 lost integration and were removed. Loss of integration.